Event description:
Patient reported pain, cancerous lumps (not device related), feeling tight, capsular contracture and "implant has moved all the way to the side." Patient later reported severe pain, "can hardly sleep", "struggling with mental health", "found out that implants were re-called." Patient reported capsular contracture, baker grade IV, several folds and undulation, rippling and "fluid accumulation within the implant or evidence of any masses" via ultrasound. Patient later reported rupture found at explant. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported pain, cancerous lumps (not device related), feeling tight, capsular contracture and "implant has moved all the way to the side." Patient later reported severe pain, "can hardly sleep", "struggling with mental health", "found out that implants were re-called." Patient reported capsular contracture, baker grade IV, several folds and undulation, rippling and "fluid accumulation within the implant or evidence of any masses" via ultrasound. Patient later reported rupture found at explant. This record is for the right side. Device was explanted.